Manufacturer narrative:
The sample is not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. The cause for the failure reported cannot be confirmed based on the current available information. It is assumed that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. Batch record investigation showed products have been inspected according to the inspection protocol and were found conforming to specifications. The rinsing and sterilization checked and no deviations from the specification were found. Complaint history review showed no further complaint regarding this batch. Temporal relationship exists between hd therapy with the coral fx80 dialyzer and the patient¿s incident of hypotension and loss of consciousness requiring further medical management. There is no allegation nor any objective evidence that a malfunction or product deficiency with the coral fx dialyzer was associated with this event. Risk analysis addressed hypersensitivity/dialyzer reaction as a known potential adverse effect. The patient has since resumed hemodialysis using fresenius coral fx dialyzer membranes without further concerns for dialyzer reactions. The patient had ongoing low blood pressure and self-administered midodrine at home prior to the hemodialysis treatment. The event of worsening hypotension and subsequent loss of consciousness may be associated with patient¿s pre-existing conditions in conjunction with the normal physiology of fluid shifts during hemodialysis treatment. Both hypersensitivity reactions and hypotension are known potential side effects reported in the fresenius coral fx hemodialyzers instructions of for use.

Event description:
Post market surveillance in north america was notified of a possible dialyzer reaction to the fresenius coral fx 80 dialyzer involving this patient on hemodialysis. According to the documentation, this patient was receiving hemodialysis treatment. The patient arrived at the clinic alert and oriented but with ongoing low blood pressure which was recorded as 80/52 mmhg. The patient reportedly self-administered midodrine at home. Additionally, 20% albumin was administered at start of hemodialysis via left internal jugular (ij) hemodialysis catheter (not a fresenius product). Approx. 10-20 minutes into the hemodialysis treatment, the patient complained of feeling dizziness and reported loss of consciousness ensued. The patient¿s blood pressure was recorded as 59/47mmhg. The patient was treated by reducing the blood flow rate to 100, and the patient being administered a 210ml bolus (plasma expander). The patient was also initiated on oxygen via mask at 5-6 lpm. As a result of the incident, emergency medical services was initiated for hospital transfer. The patient¿s subsequent blood pressure was recorded as 63/37mmhg. The patient received another bolus (plasma expander) of 210ml. It was recorded the patient responded to treatment in the clinic and was alert and conscious upon arrival of emergency medical services to the clinic. Labs were obtained (no results provided) and the hemodialysis treatment was terminated (with recorded blood = 500 ml (blood); = 650 ml (plasma). The hemodialysis catheter was locked with heparin. The patient was transferred and admitted into the emergency room, with a last recorded blood pressure of 84/47 mmhg. The patient was treated with albumin and mitrodrine 2.5mg in the ER and was subsequently discharged the same day against medical advice. The fresenius dialyzer was not returned to manufacturer for further analysis. Regardless, product review through the complaint handling unit notes dialyzer reaction is addressed for product as a known risk in risk analysis without any increased incidence of reported dialyzer reactions for product batch. Additionally, through follow-up it was clarified that no dialyzer reaction occurred and that the patient has resumed hemodialysis treatments with subsequent fresenius coral dialyzers.